Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found. Full lead returned and analyzed.

Event description:
It was reported that at implant attempt the guide wire was unable to pass through the left ventricular lead. The lead was removed and replaced by a new lead. No patient complications were reported as a result of this event.